Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found that the wire kinked near the proximal section with an evidence of burn. The complaint that the snare loop broke and bent or twisted were not confirmed. The returned device had the wire kinked. It was reported that the issue occurred during the procedure inside the patient. Based on this information, it is most likely that anatomical or procedural factors limited the performance of the device during use. Therefore, the most probable root cause of this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, there were no issues when the first and second polyp was removed; however, on the third polyp, the loop became bent and broke, and burned the area where the polyp was removed. The physician placed some clips on the bleed. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, there were no issues when the first and second polyp was removed; however, on the third polyp, the loop became bent and broke, and burned the area where the polyp was removed. They physician placed some clips on the bleed. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.